Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, diabetes, cesarean section, hypothyroidism, asthma, seasonal allergy and sinus operation. Concurrent conditions included leg pain, hashimoto's disease, migraine and tremor. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), menorrhagia ("menorrhagia"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("other (list): vaginal irritation which required biopsy"), pruritus ("itching"), bladder disorder ("bladder problems"), abdominal discomfort ("abdominal discomfort"), paraesthesia ("tingling in my arms, hands, legs, back, and feet"), fatigue ("always tired"), visual impairment ("vision is off"), speech disorder ("speech is off"), discomfort ("sensation of water running down my legs") and tremor ("tremor"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, menorrhagia, infection, urinary tract disorder, allergy to metals, dyspareunia, vulvovaginal discomfort, abdominal discomfort, paraesthesia, fatigue, visual impairment, speech disorder, discomfort and tremor outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, autoimmune disorder, bladder disorder, discomfort, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, neuromyopathy, paraesthesia, pelvic pain, pruritus, speech disorder, tremor, urinary tract disorder, visual impairment and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, menorrhagia lot number:915887 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: abdominal discomfort, tingling in my arms, hands, legs, back, and feet, always tired, vision is off, speech is off, sensation of water running down my legs, tremor were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain'). In an adult female patient who had essure (batch no. 915887), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, parity 2, diabetes, cesarean section, hypothyroidism, asthma, seasonal allergy, sinus operation and menorrhagia. Concurrent conditions included: leg pain, hashimoto's disease, migraine and tremor. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problems"), menorrhagia ("menorrhagia"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("other (list): vaginal irritation, which required biopsy"), pruritus ("itching"), bladder disorder ("bladder problems"), abdominal discomfort ("abdominal discomfort"), paraesthesia ("tingling in my arms, hands, legs, back, and feet"), fatigue ("always tired"), visual impairment ("vision is off"), speech disorder ("speech is off"), limb discomfort ("sensation of water running down my legs") and tremor ("tremor"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, menorrhagia, infection, urinary tract disorder, allergy to metals, dyspareunia, vulvovaginal discomfort, abdominal discomfort, paraesthesia, fatigue, visual impairment, speech disorder, limb discomfort and tremor outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, autoimmune disorder, bladder disorder, dyspareunia, fatigue, genital haemorrhage, infection, limb discomfort, menorrhagia, neuromyopathy, paraesthesia, pelvic pain, pruritus, speech disorder, tremor, urinary tract disorder, visual impairment and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records: pelvic pain, menorrhagia. Lot number#: 915887, manufacture date: 2011-10, expiration date: 2014-10. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, diabetes, cesarean section, hypothyroidism, asthma, seasonal allergy and sinus operation. Concurrent conditions included leg pain, hashimoto's disease, migraine and tremor. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), menorrhagia ("menorrhagia"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("other (list): vaginal irritation which required biopsy"), pruritus ("itching") and bladder disorder ("bladder problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, menorrhagia, infection, urinary tract disorder, allergy to metals, dyspareunia and vulvovaginal discomfort outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, dyspareunia, genital haemorrhage, infection, menorrhagia, neuromyopathy, pelvic pain, pruritus, urinary tract disorder and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, menorrhagia lot number:915887 manufacture date: 2011-10 expiration date: 2014-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, diabetes, cesarean section, hypothyroidism, asthma, seasonal allergy and sinus operation. Concurrent conditions included leg pain, hashimoto's disease, migraine and tremor. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), menorrhagia ("menorrhagia"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("other (list): vaginal irritation which required biopsy"), pruritus ("itching"), bladder disorder ("bladder problems"), abdominal discomfort ("abdominal discomfort"), paraesthesia ("tingling in my arms, hands, legs, back, and feet"), fatigue ("always tired"), visual impairment ("vision is off"), speech disorder ("speech is off"), discomfort ("sensation of water running down my legs") and tremor ("tremor"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, menorrhagia, infection, urinary tract disorder, allergy to metals, dyspareunia, vulvovaginal discomfort, abdominal discomfort, paraesthesia, fatigue, visual impairment, speech disorder, discomfort and tremor outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, autoimmune disorder, bladder disorder, discomfort, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, neuromyopathy, paraesthesia, pelvic pain, pruritus, speech disorder, tremor, urinary tract disorder, visual impairment and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, menorrhagia lot number:915887, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: abdominal discomfort, tingling in my arms, hands, legs, back, and feet, always tired, vision is off, speech is off, sensation of water running down my legs, tremor were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, diabetes, cesarean section, hypothyroidism, asthma, seasonal allergy, sinus operation and menorrhagia. Concurrent conditions included leg pain, hashimoto's disease, migraine and tremor. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), neuromyopathy ("neuromuscular problems"), menorrhagia ("menorrhagia"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("other (list): vaginal irritation which required biopsy"), pruritus ("itching"), bladder disorder ("bladder problems"), abdominal discomfort ("abdominal discomfort"), paraesthesia ("tingling in my arms, hands, legs, back, and feet"), fatigue ("always tired"), visual impairment ("vision is off"), speech disorder ("speech is off"), limb discomfort ("sensation of water running down my legs") and tremor ("tremor"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, menorrhagia, infection, urinary tract disorder, allergy to metals, dyspareunia, vulvovaginal discomfort, abdominal discomfort, paraesthesia, fatigue, visual impairment, speech disorder, limb discomfort and tremor outcome was unknown. The reporter considered abdominal discomfort, allergy to metals, autoimmune disorder, bladder disorder, dyspareunia, fatigue, genital haemorrhage, infection, limb discomfort, menorrhagia, neuromyopathy, paraesthesia, pelvic pain, pruritus, speech disorder, tremor, urinary tract disorder, visual impairment and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, menorrhagia. Lot number:915887, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 915887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, diabetes, cesarean section, hypothyroidism, asthma, seasonal allergy and sinus operation. Concurrent conditions included leg pain, hashimoto's disease, migraine and tremor. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), menorrhagia ("menorrhagia"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vulvovaginal discomfort ("other (list): vaginal irritation which required biopsy"), pruritus ("itching") and bladder disorder ("bladder problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, menorrhagia, infection, urinary tract disorder, allergy to metals, dyspareunia and vulvovaginal discomfort outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, dyspareunia, genital haemorrhage, infection, menorrhagia, neuromyopathy, pelvic pain, pruritus, urinary tract disorder and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received : lot number added. Event ¿adverse event¿ was replaced with other events mentioned in sd. Events added- pelvic pain, menorrhagia, infection, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, neuromyopathy, autoimmune disorder nos, vulvovaginal discomfort, pruritus, bladder disorder. Verbatim ¿pain¿ clubbed with event ¿pelvic pain¿. Insertion and removal date updated. Patient¿s medical history and concurrent condition added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.